Event description:
During follow-up, noise was observed on the right atrial (ra) lead. During a revision procedure, insulation damage was visually observed on the ra lead. The event was resolved by sealing and repairing the ra lead with silicone. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.